Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be potentially related to the history of diverticulitis, but this was not able to be verified and therefore the cause of the peritonitis event will be assessed as unknown. Treatment for the peritonitis event was unknown. On the same day as the peritoneal effluent culture was performed, dianeal therapy was stopped. Two days after onset, the peritoneal dialysis catheter was removed and access for hemodialysis therapy was placed. The patient is currently on in-center hemodialysis therapy. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.